Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has scratches on the screen and it is harder to see in the sun and during the day. The customers blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump shows no delivery alarm and battery lasts less than 7 days. Also the insulin pump rejected new batteries. The insulin pump will not be returned for analysis.